Event description:
The rptr stated that rptr did meter to lab comparison tests, 45 minutes apart. Rptr's meter reading at home was 141 mg/dl; rptr went directly to the lab, where the test result was 250 mg/dl. Rptr did not have any symptoms. On followup, the rptr stated that rptr had never cleaned rptr's meter, and did not have time to do a control solution test. No harm was alleged.